Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter and a non-bsc guidewire. The device was visually and microscopically examined. There were numerous kinks to both the hypotube and shaft of the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. At 6mm distal from the rapid port exchange, the shaft was buckled. For the full length of the balloon, the balloon and guidewire lumen were buckled. The non-bsc guidewire was shipped with the returned device, to which the wire was stuck and not moveable from the balloon. The exposed and undamaged portion of the guidewire was measured with a laser micrometer to measure the outer diameter making the guidewire of compatible use according to instructions for use. The coil to the returned guidewire was stretched within the balloon to outside the tip of the device. Product analysis confirmed the reported event as there was no movement of the returned wire within the device. There were numerous kinks to the hypotube of the device and also buckling to the shaft and balloon.

Event description:
It was reported that catheter entrapment occurred. During the procedure, a 2.50mm x 15mm emerge balloon catheter was advanced for dilatation and the device became stuck on a non-boston scientific guidewire. Both devices were removed as one unit, the balloon was replaced, and the procedure was successfully completed. There were no patient complications reported.

Event description:
It was reported that catheter entrapment occurred. During the procedure, a 2.50mm x 15mm emerge balloon catheter was advanced for dilatation and the device became stuck on a non-boston scientific guidewire. Both devices were removed as one unit, the balloon was replaced, and the procedure was successfully completed. There were no patient complications reported.